Manufacturer narrative:
The insulin pump had a button error alarm and no up and down button response due to corroded up and down keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. The insulin pump was received with crack on top right corner near display window and crack on reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 199 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.